Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, prior to advancement into the patient, the physician was examining a pc400 in saline solution and found that the coil was straight and was not coiling. It was also reported that the pc400 was deformed. The pc400 coil was then removed and was not used in the procedure. The procedure was completed using another pc400 coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 1.5, 4.5, 22.0, 63.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The distal detachment tip (ddt) had coagulated blood inside. During functional testing, the pc400 was advanced out of its introducer sheath and the embolization coil did not take its original shape. Conclusions: evaluation of the returned pc400 confirmed that the embolization coil did not have its original shape and revealed offset coil winds. If the device is forcefully advanced against resistance or otherwise mishandled during use, damage such as offset coil winds may occur. The offset coil winds may have contributed to the embolization coil not taking its original shape. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported issue and may have occurred while packaging the device for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.